Manufacturer narrative:
The device was not returned for evaluation as the device is implanted in the patient. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The reported patient effects of occlusion and worsening claudication are listed in the supera instructions for use as known patient effects associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a proximal popliteal artery. On (B)(4) 2020, a supera stent was implanted without issue. On an unspecified date, the patient became symptomatic with leg pain. On (B)(4) 2020, the patient was rehospitalized and via angiography, an occlusion was noted. Laser atherectomy and balloon angioplasty were performed. The patient is fine. No additional information was provided.